Event description:
Component fractured.The material number has been performed into this follow up report.

Event description:
COMPONENT FRACTURED.

Manufacturer narrative:
The material number has been performed into this follow up report.